Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after feeling a vibrational alert from the device. Upon interrogation, the device was found to be in backup vvi mode without defibrillation therapy. A device download was performed and the patient was stable with no patient consequences.